Manufacturer narrative:
On 22-jul-2021, it was found that information regarding the suspected medical device was omitted from the initial report. Manufacturer's reference number: (B)(4). The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The relevant field has been updated.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast cancer. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two 400cc mentor memorygel breast implant prostheses and experienced bilateral neoplasm malignant postoperatively. The diagnosis was confirmed by a healthcare professional on (B)(6) 2020. As a result, the patient underwent bilateral removal and replacement with two unspecified tissue expanders on (B)(6) 2020. During the revision surgery, bilateral mastectomy was performed. This report is for the right-sided prosthesis.